Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm when the event occurred? (B)(6) 2020 is when the patient noted the suture broke and the eyelid immediately dropped. What was the initial procedure? Ptosis repair on (B)(6) 2020. What is the event day and procedure date? (B)(6) 2020 was the original surgery day. What is the lot number? Pmu863. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for the ptosis repair on (B)(6) 2020? What was the suture appearance during the exam on (B)(6) 2020? Was it confirmed that the sutures broke post-op? Did 2 sutures break post-op? Please specify if any medical or surgical intervention was done to fix the eyelid that dropped? Were there any stress factors or things that occurred which could have contributed to the post-op suture breakage? What is your opinion to the cause of the post-op suture breakage? Is the device(s) being returned? Note: events reported in 2210968-2020-06838.

Event description:
It was reported that a patient underwent a ptosis repair on (B)(6) 2020 on suture was used. On (B)(6) 2020, the patient noted the suture broke and the eyelid immediately dropped. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/23/2020. Corrected h6 patient codes: 2620, 3189 - surgical intervention. A manufacturing record evaluation was performed for the finished device lot pmu863, and no non-conformances were identified. Additional information was requested and the following was obtained: what was the indication for the ptosis repair on (B)(6) 2020? Droopy eyelid / ptosis. What was the suture appearance during the exam on (B)(6) 2020? Her visit was on (B)(6) 2020 and the lid was severely drooping which is a direct indication the suture broke. The suture is internal and can only been seen during surgery. Was it confirmed that the sutures broke post-op? Yes. Did 2 sutures break post-op? Yes. Please specify if any medical or surgical intervention was done to fix the eyelid that dropped? Yes, a repeat ptosis repair with a different suture. Were there any stress factors or things that occurred which could have contributed to the post-op suture breakage? No. What is your opinion to the cause of the post-op suture breakage? Suture thread quality. Is the device(s) being returned? We have the box with the lot number of the ones used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/12/2020. Corrected information: b1, b2, h1- upon additional information review, this medwatch report is being voided due to this device is not related to the event. Additional information was requested, and the following was obtained: how many vicryl sutures were ¿broken¿ post-op on patient #1? One. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.